Event description:
Unomedical reference number (B)(4). Event occurred in canada, it was reported that the patient experienced an occlusion issue with the device on 12-jun-2024. Troubleshooting was performed and confirmed that the blockage issue was in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the complaint (B)(4) has been evaluated. The batch 6004113 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code " occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded)." Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6004113 was manufactured according to the work instruction version 94 packing in the multivac 10, on 31/oct/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise gainst malfunction code " occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded)." And lot 6004113 and no other complaint has been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, other nine complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the market quality review (mqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6004113 have already been previously tested in the (B)(4) on 29/jan/2025. The reference samples were tested for flow. All test results were within specifications as per the test report database. And additional tests for the reference samples were documented for the malfunction "occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded)", under section 6.21. And the visual inspection was found within specifications. Device history record (DHR) review: the lot 6004113 was manufactured according to the database version 94 packaged in the mv 10, on 31/oct/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 29/jan/2025 against malfunction code "occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded)" and lot 6004113 and no other complaint has been registered in database for the same lot 6004113 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.